Event description:
It was reported that during an ipg replacement (related manufacturer reference number: 1627487-2025-03976) the patient was not receiving effective therapy due to l5 and s1 leads migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the leads were explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.